Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 164 mmol/l. The sample was repeated three times, resulting in na values of 133 mmol/l, 132 mmol/l, and 134 mmol/l. The sample initially resulted in a k value of 5.5 mmoll. The sample was repeated twice, resulting in k values of 4.4 mmol/l and 4.4 mmol/l. The na and k electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.